Event description:
The customer reported that the system failed to reboot during a pt procedure. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was allowed to complete the software files self-repair. The system was tested and found to be working as intended and returned to service.